Manufacturer narrative:
The returned device was evaluated and received undeployed. Timeouts and drive stalls were noted in the data. The top battery had less voltage than expected. The device could only undergo priming and a bolus properly when the top battery was powered by an external power source.d4 serial number updated: from serial number from (B)(6) to (B)(6). D4 unique identifier updated: from (B)(4) to (B)(4).

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient activated a pod the cannula had not deployed. The patients reported blood glucose level was over 250 mg/dl. The pod was not worn.